Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). Investigation summary: catalog 442022, batch no. 2256302. Customer reported a contamination issue. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Complaint is unconfirmed. No corrective actions were required. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic), a bottle was contaminated with listeria. There was no report of patient impact.